Event description:
Reporter alleged, the customer obtained a blood glucose result of 304 mg/dl on the advantage system and then took 1 unit of humalog and 16 units of nph insulin as he normally would. Reporter stated that the next morning, he obtained another blood glucose result 320 mg/dl and 383 mg/dl on the same system within 1.5 hours, but felt hypoglycemic symptoms with the readings. Reporter stated, she treated the customer with orange juice and then 45 minutes later obtained a result of 83 mg/dl on another meter. She stated that he had another similar incident last year where he obtained a reading in the 300s on the same system 4 hours after taking insulin. She reported he felt hypoglycemic symptoms at the time and she treated him with orange juice again. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.